Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 800 mg/dl. The customer treated their blood glucose with 4 units by injection. Customer reported the alarm was resolved by a reservoir change. The customer declined to return the insulin pump for analysis.